Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that there was bleeding that was noted around the repositioning sheath, and it was coming through the crease of the blue hub. The staff was unable to control the bleeding, so the physician removed the impella, reinserted a new big sheath, and then reinserted the impella. During the exchange, the patient arrested and return of spontaneous circulation was achieved after the impella restarted.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the vf/vt/af/at issues has been completed since the original report was filed. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.